Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, the poly bearing was extremely difficult to be seat on to the tray. No additional information was provided.

Manufacturer narrative:
The following report is being submitted based on the additional information recevied. Complaint sample was evaluated and the reported event was confirmed. Visual inspection show damage to the bottom of the bearing and to the lip. The nature and severity of damage indicate that the bearing did not seat into the tray. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.